Event description:
In 2008, gore excluder aaa endoprosthesis a trunk-ipsilateral leg component, a contralateral leg component and an iliac extender component were implanted to repair an abdominal aortic aneurysm. The angiography revealed that the left renal artery appeared to be positioned lower than the right. A gore introducer sheath was inserted on the left side. The patient's aorta was reported to be severely angulated. The physician decided to use a slow deployment. The physician deployed the proximal end of the trunk-ipsilateral leg component just below the left renal artery, stopping at the bifurcation. The physician then implanted the contralateral leg component. The physician resumed the deployment of the distal part of the trunk-ipsilateral leg component. During this part of the deployment, the deployment line broke. The physician re-grasped the deployment line above the break and completed the deployment. The catheter and deployment line were returned to gore for analysis. A final angiogram revealed that the actual position of the right renal artery was lower than that of the left renal artery, and that the right renal artery had been unintentionally covered. The physician is currently monitoring the patient with no plan to reintervene at this time.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.